Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total knee arthroplasty. After the procedure, the patient walked with partial load bearing on the leg. Then, according to rehabilitation protocol, the patient began walking with full load weight bearing. One week later, the patient was admitted to the hospital. Subsequently, the patient underwent a revision procedure due to implant migration and dislocation. The surgeon removed and replaced the polyethylene insert and hinge post.

Manufacturer narrative:
Concomitant medical products: 00597206538-all poly patella size 38 mm dia. Standard 9.5 mm thickness, 00599003610-distal femoral augment block precoat may be used with posterior and/or anterior blocks size f, 5 mm augment with screw, 00588000600-tibial component precoat size 6, 00598801215-stem extension straight 15mm dia x 30mm length(combined length 75mm), 00598801018-stem extension straight 18mm dia x 100mm length(combined length 145mm). Reported event was confirmed by review of x-rays provided. X-ray reviews showed the hinge post extension has migrated out of position and lies horizontally within the lateral knee joint space. The tibial and patella have subluxed laterally. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.